Manufacturer narrative:
The implanted device remains.

Event description:
It was reported, the patient experienced necrosis of the skin at the abutment site. The implanted device remains.

Manufacturer narrative:
It was reported, the patient experienced recurrent infection at the abutment site and was treated with antibiotics (dates not reported). The implanted device remains. This report is filed april 7, 2016.